Event description:
The plaintiff, is sensitized to latex. Pliantiff is a risk of suffering anaphylactic reactions. Plaintiff further suffers severe and irreversible type-I latex allergy. Plaintiff must live in constant vigilance for the presence of latex products. Additionally, plaintiff suffered physical injuries, including but not limited to hand dermatitis. Hand and body sores, hives, sneezing, runny eyes and nose and other physical injuries, as well as great despair, and loss of enjoyment of life.